Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing had been sealed. The reported condition was verified. The cause of the condition was determined to be due to a packaging issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was ¿blocked¿. This was noted before use of the device. There was no patient involvement. No additional information is available.